Event description:
The surgeon implanted a toric silicone lens model aa4203tf and noted the lens was torn. The incision was enlarged to remove the lens and sutures were needed. There were no other pt injuries noted and it is unk if there was a product malfunction.